Event description:
Customer reported receiving an error message (663) on their adc meter due to using expired test strips. Customer reported experiencing symptoms of polyuria and noted she experienced a loss of consciousness. Customer reported drinking lots of water to counteract her symptoms. There was no report of death, third party medical intervention or permanent injury associated with this event.

Manufacturer narrative:
This is the final report. The reported event relates to user error, due to using expired test strips.